Event description:
It was reported by the patient that they had a defective right ventricular (rv) lead replaced more than 15 years earlier. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).